Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years, one month following the implant of this transcatheter bioprosthetic valve, the patient noted a change in activity tolerance, presented to the hospital, and was admitted. The patient reported having been quite active with running, walking, and doing vigorous yardwork up to this point. An echocardiogram was performed and showed normal systolic function, but moderate aortic insufficiency was a new finding. The echocardiogram also showed moderate paravalvular leak (pvl) of the prosthetic valve with an ejection fraction (ef) of 60 percent. Approximately three months later, the patient presented to the emergency department for complaints of generalized fatigue and bouts of confusion that have been present over the past few days. The patient reported shortness of breath at times and generalized weakness. A blood sample was obtained, the laboratory test results showed a high nt-pro bnp (20600 pg/ml). A urine sample was obtained, the results of the urinalysis were unremarkable. A urodynamic studies test was ordered but results were also unremarkable. A computed tomography scan of the head was performed which showed chronic ischemic changes. The patient was reported to have acute encephalopathy. The patient was advised to be admitted to the hospital; however, the patient preferred to return to home instead. The following day, the patient had not improved. The patient would fall asleep ¿randomly¿ and had difficulty performing basic daily functions. Physical and occupational therapy were consulted and recommended home health. The patient was transitioned to a primary care physician to address monitoring lethargy with advisement to check vitamin studies and monitor volume status to adjust diuretic medication as needed. A clinical summary noted no mental status change or focal neuro deficits. Approximately two weeks after discharge, the patient presented as a direct admission for evaluation of severe paravalvular leak (pvl). A diuretic medication was administered via intravenous therapy. During admission, the patient reported multiple hospitalizations within the last six months due to shortness of breath, fatigue, and failure to thrive. The patient noted a weight loss of 25 pounds within the last few months, poor appetite, dyspnea on exertion, and the need for a walker as an ambulatory assistive device while at home due to low energy. A repeat echocardiogram was performed and revealed the ef had decreased to 40 percent and the pvl had increased to severe. Structural heart was consulted and a transesophageal echocardiogram was scheduled and performed one week later; results were not provided. On examination, the patient appeared to be slightly hypervolemic with jugular venous pulse observed to the patient¿s earlobe. It was noted there was no bilateral pitting edema. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a2, b1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the acute encephalopathy resolved without sequelae 2 days following onset. A transesophageal echocardiogram (tee) performed approximately 7 years and 6 months following implanted identified the bioprosthetic aortic valve was well seated with normal pressure gradients, and mild-moderate prosthetic transvalvular (central) regurgitation. There was no paravalvular regurgitation. Approximately 7 years and 7 months following the valve implant the patient an intravenous diuretic was required. Re-hospitalized and an unspecified catheter valve intervention was performed. The event was resolved without sequelae 2 days following the unspecified valve intervention.

Manufacturer narrative:
Updated data: b5 - third paragraph d4 - UDI h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years, one month following the implant of this transcatheter bioprosthetic valve, the patient noted a change in activity tolerance, presented to the hospital, and was admitted. The patient reported having been quite active with running, walking, and doing vigorous yardwork up to this point. An echocardiogram was performed and showed normal systolic function, but moderate aortic insufficiency was a new finding. The echocardiogram also showed moderate paravalvular leak (pvl) of the prosthetic valve with an ejection fraction (ef) of 60 percent. Approximately three months later, the patient presented to the emergency department for complaints of generalized fatigue and bouts of confusion that have been present over the past few days. The patient reported shortness of breath at times and generalized weakness. A blood sample was obtained, the laboratory test results showed a high nt-pro bnp (20600 pg/ml). A urine sample was obtained, the results of the urinalysis were unremarkable. A urodynamic studies test was ordered but results were also unremarkable. A computed tomography scan of the head was performed which showed chronic ischemic changes. The patient was reported to have acute encephalopathy. The patient was advised to be admitted to the hospital; however, the patient preferred to return to home instead. The following day, the patient had not improved. The patient would fall asleep ¿randomly¿ and had difficulty performing basic daily functions. Physical and occupational therapy were consulted and recommended home health. The patient was transitioned to a primary care physician to address monitoring lethargy with advisement to check vitamin studies and monitor volume status to adjust diuretic medication as needed. A clinical summary noted no mental status change or focal neuro deficits. Approximately two weeks after discharge, the patient presented as a direct admission for evaluation of severe paravalvular leak (pvl). A diuretic medication was administered via intravenous therapy. During admission, the patient reported multiple hospitalizations within the last six months due to shortness of breath, fatigue, and failure to thrive. The patient noted a weight loss of 25 pounds within the last few months, poor appetite, dyspnea on exertion, and the need for a walker as an ambulatory assistive device while at home due to low energy. A repeat echocardiogram was performed and revealed the ef had decreased to 40 percent and the pvl had increased to severe. Structural heart was consulted and a transesophageal echocardiogram was scheduled and performed one week later; results were not provided. On examination, the patient appeared to be slightly hypervolemic with jugular venous pulse observed to the patient¿s earlobe. It was noted there was no bilateral pitting edema. No additional adverse patient effects were reported. Additional information was received which indicated that the acute encephalopathy resolved without sequelae 2 days following onset. A transesophageal echocardiogram (tee) performed approximately 7 years and 6 months following implanted identified the bioprosthetic aortic valve was well seated with normal pressure gradients, and mild- moderate prosthetic transvalvular (central) regurgitation. There was no paravalvular regurgitation. Approximately 7 years and 7 months following the valve implant the patient required an intravenous diuretic. Re-hospitalized and an unspecified catheter valve intervention was performed. The event was resolved without sequelae 2 days following the unspecified valve intervention. Additional information was received which indicated that unspecified catheter valve intervention was a valve-in-valve procedure. A n on-medtronic transcatheter aortic valve (tav) was implanted.